Manufacturer narrative:
Complete UDI#: (B)(4). Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "clip mis-fired." Patient status - no adverse effects.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual investigation, engineering found no visible damage to the unit. Upon testing the device, engineering noted the device would dry-fire and thus, the clips would not load. The root cause was found to be silicone grease migration, which inhibited performance and movement of the internal mechanics of the device. On (B)(6) 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA, then a supplemental report will be submitted to the FDA.